Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) review system remotely and found that ippc memory 5 problem occurred during application. After review log file rse found that ippc memory 5 problem occurred during application. Philips field service engineer (fse) visited onsite and confirmed the issue. The actual cause of the issue was with the ippc (image processing pc). The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, fse replaced the ippc, performed all required configurations and adjustments. After replacement of ippc (image processing pc), the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device gave an error indicating a memory problem with the image processing computer, which would affect imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.